Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. During the evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blender board needs to be replaced to address the issue. Since the service life of the device will end on 9/25/2025, the repair was canceled due to the lease term of the device being up. The device will be scrapped. The faulty oxygen blender board will be returned to pil.